Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2014).the patient¿s meter has been returned on 6/19/2014 and evaluated by lifescan product analysis on 6/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2014. It was reported the patient obtained results of ¿over 600 mg/dl¿ with the subject meter and ¿437 mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with metformin pills, actos pills, humalog insulin and bydureon injections. On the evening of (B)(6) 2014, the patient reportedly increased his usual dose of medications (type/ amount not specified). The reporter claimed the patient became ¿unconscious.¿ that evening, the patient was brought to the emergency room (ER) and reportedly administered glucose, intravenous (IV) fluids and a ¿direct shot of glucose¿ as treatment. The patient obtained a result of ¿49 mg/dl¿ with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.